Event description:
Reportable based on analysis completed on 29october2014. It was reported that crossing difficulties were encountered. The target lesion was located in the mid left anterior descending (lad) artery. After an unspecified balloon catheter was advanced for pre-dilatation, the 3.50x28mm promus element ¿ drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion even after repeated attempt . The device was removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed broken hypotube.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. There were no issues noted with the profile of the tip. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was broken 159mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. There was no indication that this damage occurred during the procedure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system possibly during the advancement of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).